Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause of this incident was not determined.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (gd882266 and gd882241) and no issues were found related to the reported condition during the manufacture of those lots.

Event description:
This is a spontaneous consumer report with supplemental information by a nurse from (B)(6) of peritonitis with culture (B)(6) in a (B)(6) male coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the consumer reported the following. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized due to the peritonitis with culture (B)(6). Treatment included ip fortaz (start date, dose, and frequency not reported). On (B)(6) 2011, the ip fortaz was stopped and the patient was discharged from the hospital. On (B)(6) 2011, the patient started treatment that was ongoing with ip vancomycin given three times a week (dose not reported). At the time of this report, the patient was recovering. Dianeal therapy was ongoing. The cause of the peritonitis was unknown. The nurse reported the peritonitis with culture (B)(6) was unrelated to dianeal therapy.